Event description:
It was reported that during a proximal biceps tendon refixation surgery the button couldn`t be detached (rotated) from the inserter. The thread is broken off on both items. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2023: it was confirmed that the devices broke inside the patient and all fragments could be retrieved from the patient. Update avoe (B)(6) 2023: it was confirmed that the surgery was finished successfully with a different devices with the same part number.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint was confirmed. One unpackaged ar-2291 proximal tenodesis button batch 15042980 was received for evaluation. Upon visual inspection, it was found that the returned without the 9mm proximal biceps button attached to the threaded shaft. Evaluation of the threaded shaft found that the device is missing part of the threaded tip. The threaded shaft length measurement by drawing c12774 at revision 7 found the device's failed length specifications. It was observed that there were nicks on the cannulated shaft tip. The most likely cause(s) for the reported failure is prying/leveraging the device against bone or another instrument.